Event description:
It was reported that the right ventricular (rv) lead pacing impedances exhibited a gradual increase, measuring around 1700 ohms. Boston scientific technical services (ts) noted the impedance range for this lead is 200 ohms to 800 ohms. Ts discussed that a gradual rise in impedances is indicative of calcification on the lead, and recommended continuing to monitor. This rv lead remains in service. No adverse patient effects were reported.